Event description:
It was reported the occipital nerve stimulation (ons) patient experienced a loss of stimulation with ¿no stimulation a short time af ter implant.¿ it was further reported the patient ¿never had a therapeutic effect.¿ the patient was ¿unable to adjust stimulation¿ at the time of the incident. The patient¿s system was explanted at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found no anomaly. Analysis of one of two leads the patient was initially implanted with found ¿the #3 conductor was broken at the #3 electrode weld site.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97791, lot# unknown, product type: accessory; product ID 97791, lot# unknown, product type: accessory; product ID 3550-29, lot# unknown, product type: accessory; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID 37082-60, serial# (B)(4), product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.